Manufacturer narrative:
A customer in germany notified biomérieux of obtaining a discrepant identification results in association with the vitek® ms instrument (ref 410895, serial (B)(6)) when testing a patient isolate sourced from a biopsy. Investigation fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the tests made 06 oct 2021. Spot preparation quality: the calibrator ¿all peaks¿ values were heterogeneous. Based on this, spot preparation by the user was likely not optimal. Knowledge base (kb) review: based on customer¿s information, the sample is thought to be corynebacterium glucuronolyticum which is present in the vitek ms kb v3.2. However, no reference method was used to confirm the identification. Sample data analysis: reprocessing the customer data with vitek ms kb v3.2, the spectra obtained with the bacteria protocol preparation led to identification as corynebacterium glucuronolyticum. Spectra obtained with the yeast protocol preparation instead of the bacteria protocol preparation led to the misidentifications to eremococcus coleocola and to "no identification" results. These findings show that the tests providing the misidentifications to eremococcus coleocola were made with the wrong sample protocol preparation, the customer used the yeast protocol preparation instead of the bacteria protocol preparation. The kb was built with the bacteria protocol preparation (only matrix). The use of formic acid could modify the spectra content and affect the performance. All the protocols to be used with vitek ms, and depending of the organisms type, are well described in the vitek ms workflow user manual - clinical use 4501-2233-f. Additionally, the following system limitation is included in the vitek ms knowledge base user manual ref. 161150-924a for vitek ms clinical use v3.2: ¿interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion operator error (¿off label use¿) customer used an incorrect protocol for the organism in question. Local customer service provided additional training materials to the customer to help improve the spot preparation technique and discussed the importance of following the correct protocol (bacteria vs yeast) to obtain correct identifications. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a discrepant identification results in association with the vitek® ms instrument (ref 410895, serial (B)(4)) when testing a patient isolate sourced from a biopsy. The customer tested the patient isolate on their vitek® ms and obtained an identification to eremococcus coleocola. It was confirmed this initial test was performed without formic acid (bacterial testing protocol) . The customer repeated testing on the vitek® ms with formic acid (yeast protocol) and also tested the isolate using the vitek® 2. Both test methods identified the isolate as corynebacterium glucuronolyticum. The customer confirmed the identification of eremococcus coleocola was incorrect based upon gram stain and catalase test results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomerieux has initiated an internal investigation.